Event description:
It was reported that a hair was found in the packaging when the device was opened. It was further reported that the hair appears to be between the inner and outer sterile packaging but not in with the product itself. No adverse consequences were reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.